Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect ot constant downstream occlusion alarms, which were observed while running a loaded set. The current reading of the downstream sensor was found out of specification with elevated signal levels. The device was calibrated to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was alos reported there was no patient injury.